Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was surgically abandoned; the device remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a gradual increase in shock impedance measurements. The patient was seen for device testing where a 1.1 joule shock was delivered which resulted in a 120 ohm measurement in triad, 120 ohm measurement in rv to can configuration and a 151 ohm measurement in an rv to ra coil configuration. The system will continue to be monitored. There were no additional adverse patient effects reported.